Event description:
This device became stuck on the coronary guidewire and the distal portion of the device broke while attempting to extricate the guidewire. There has been no claim of injury related to this event. This device is being returned for analysis.